Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and pacing not delivered when required. A surgical revision was performed. The lead was not tested during the revision and there were no events stored; therefore, there was no suspected lead insulation issue. The lead was inspected at the pocket site and no issues were noted. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.